Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse aligned and tightened the reagent probe 1, which was loose and pushed up. The cse proactively replaced all pump seals. The cse verified proper system function and performed qc, which passed. The cause of the discordant, falsely elevated co2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 result.